Event description:
Patient reported problems with IV access/injection site, stated it was hard to find vein and air bubble in the line. Patient was able to finish infusion using gravity. Patient stated pump was having issues but she doesn't know what the issue was. When asked if any error message or beeping, patient responded she doesn't know. Patient stated it's a new pump used only once or twice. Patient did not miss dose. Unknown if patient experienced any other adverse events. Unknown if patient has defective pump on hand for return to manufacturer. Serial number: (B)(6). Expiration date: 02/06/2026.